Event description:
Report received pt fell off a trolley in theatre reception in june 2004. Incident report was completed which indicated that the pt was sitting on the trolley in the pt reception area of the theatre dept. The pt family member was standing at the end of the trolley. According to the report, the pt learned on the side rail to their left and the rail went down and the pt fell out towards the floor. The report indicated that the family member grabbed the pt leg and the pt hit their forehead off the base of the trolley. The pt was crying after the incident. The only reported injury was minor bruising. Dr. Consultant aneshetist examined the pt prior to the operation and deemed their to be fit for surgery.